Event description:
It was reported that the right atrial lead was dislodged. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece with the helix found extended and clogged with dried blood/tissue. The measured full helix extension length was within specification.

Manufacturer narrative:
Correction: h3.